Event description:
An ophthalmologist reported a corneal abscess on the left eye of a pt following 3 hours wear of a freshlook lens. The ophthalmologist stated that it was probably freshlook colors but could not confirm this. The ophthalmologist prescribed local antibiotic treatment but did not scedule a f/u appointment for the pt. The ophthalmologist stated that the incident was the result of poor lens hygiene. The ophthalmologist did not request that the pt attend a f/u appointment and the pt did not return with any problems. No further info is available at this time.